Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis found that the device had no telemetry and no pacing output. The reason for loss of telemetry was the battery. The device was fully functional when powered with an external source and operated at normal current level. Upon further analysis, an abnormally high current drain was not observed in the device. However, production testing of the repackaged integrated circuit (ic) revealed functional failures in the core of the microprocessor. The fault on the ic identified by the functional test could not be conclusively linked to account for the field condition of premature battery depletion.

Event description:
It was reported that the patient had numerous "pre-syncopal episodes and lost consciousness twice." The device could not be interrogated and was replaced. Additional information received indicated there was "assumed early battery depletion." There were no further patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): preliminary analysis found that the device had no telemetry and no pacing output. The reason for loss of telemetry was the battery. The device was fully functional when powered with an external source and operated at normal current level. Upon further analysis, an abnormally high current drain was not observed in the device. However, production testing of the repackaged integrated circuit (ic) revealed functional failures in the core of the microprocessor. The fault on the ic identified by the functional test could not be conclusively linked to account for the field condition of premature battery depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.